Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the response button cover being contaminated under the cover causing an intermittent connection. The root cause of the contaminated cover is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.